Manufacturer narrative:
The oad was received at csi for analysis. No visible damage was observed. A guide wire passed through the oad driveshaft and handle. When tested, the oad functioned as intended with no abnormalities observed. At the conclusion of the device analysis, the reported perforation was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360 coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback 360 coronary orbital atherectomy device. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the mid right coronary artery (rca). The lesion was heavily calcified with eccentric plaque, and treated with the oad. After the fourth treatment pass, a perforation was observed. The oad was removed, and a balloon tamponade was performed. Stenting was performed to resolve the perforation. The procedure was completed successfully, and the patient was stable following the procedure.